Event description:
Per the clinic, the patient experienced non auditory pain/sensation with device use as well as poor sound quality. Subsequently, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 30, 2015.